Event description:
It was reported by a physician that his hand-held device (hhd) was giving him "a lot of problems". The physician was not specific about the problems but desired a replacement unit. A company rep performed troubleshooting and stated the device appeared to be properly functioning. There was no further info that could be provided from the physician.